Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and corrected h6 device code. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb, between ribs 1 and 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating sufficient stress was exerted to separate the site. A separation was noted on the cylinder 1 bladder. Testing revealed this to be a site of leakage. The surfaces were smooth and straight, indicating contact with a sharp instrument. A burn-like mark was noted on the bladder of cylinder one, indicating contact with a cauterizing tool. This was not a site of leakage. A partial separation of the connector sleeve on the reservoir inlet tubing was noted. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the reservoir or cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation of the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a pump tear at the bottom was reported for the reason to explant the inflatable penile prosthesis. Cultures were taken. The device was replaced with another inflatable penile prosthesis.